Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s husband reported a hypoglycemia event with a low of 46 mg/dl lasting approximately 25 minutes. He believed the event occurred because the user meal announced long after eating when bg had already been near 180 mg/dl. The agent advised that meal announcements should be entered 5¿10 minutes before or after a meal. The ilet alerted appropriately. The user corrected with juice and yogurt, and bg returned to normal. Reported symptoms included sweating and lethargy. No medical intervention was required.